Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) physiological saline was scattered in the equipment. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site state - hiroshima,event site postal code - 721-0971),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected fields - d5,e2,e3,g2. A getinge field service engineer operation inspection has been carried out. Due to liquid (physiological saline) intruding into the inside of the device, parts were replaced and the inside was cleaned.replacement of power slot interface. Replacement of fan. Replacement of lithium-ion battery (2 pieces).after each work, we checked the operation based on the inspection record sheet and confirmed that it is currently in good working order.

Event description:
N/a.